Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that undersensing resulting in false positives was observed via remote transmission. The patient will continue to be monitored.

Event description:
New information received notes that the patient's condition was fine. The patient has not yet been brought in for programming adjustments.